Event description:
This complaint was discovered a literature search. The source literature noted two patients with postoperative hematomas that required local drainage and both healed in two days.

Manufacturer narrative:
Based on the information provided, review of surgical technique guide, IFU and fmea there is no evidence that the device was out of specification. The most probable root cause is surgical technique. The hematoma cases in the publication have not been previously reported. Publication: journal of neurosurgical sciences, volume 57, no. 4, pages 297-301, december 2013. Title: percutaneous arthrodesis of sacro-iliac joint: a pilot study. Authors: p. Gaetani, d. Miotti, a. Risso, r. Bettaglio, d. Bongetta, v. Custodi, v. Silvani.